Manufacturer narrative:
A maquet tech evaluated the light and replaced the bulb that exploded. He verified that the system was functional and that the voltage at the bulb was within the MFR's specs. The lighting unit was temporary removed from service pending repair of the bulb cover. Maquet has not been informed of any serious injuries to the operator, nor was maquet able to determine the primary cause of the event. If add'l info becomes available, a f/u report will be submitted. (B)(4) submits this report on behalf of the device mfg facility. Maquet (B)(4) provides product failure investigation, analysis and resolution for the device described in this report. (B)(4).

Event description:
During use, the halogen bulb in the light head exploded and broke the glass cover. The hospital reported that an operator had been injured by a piece of glass. (B)(4).